Event description:
Device malfunction resulting in the donor's weight being updated by the system after the final weight measurement was saved by the center employee. The donor weight recorded in the dis has impact on donor safety as the weight is used to determine the plasma collection amount. After multiple attempts, the issue was not able to be recreated. A definitive root cause could not be determined at this time. Software malfunction - the code within the system was not functioning as intended. Donor weights were reviewed and updated as needed. This event did not cause or contribute to any safety issues for the plasma or donors. Out of extreme caution, this event was submitted as an MDR. Additional controls were implemented to monitor donor weight entries.